Event description:
It was reported to philips that the ECG 12 leads is not printing. The field service engineer (fse) clarified that the printer was not working. The ECG application was working. The fse fixed the printing issue by reseating the printer connections. The printer now works as specified. No further actions.

Event description:
It was reported to philips that the ECG 12 leads is not printing. There was no patient involvement.